Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. Returned product consisted of a guidezilla ii guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated at the collar. There are multiple kinks along the hypotube and the hypotube is spiraled. There are multiple flat spots along the distal shaft including the tip. Microscopic inspection revealed scratch marks on the distal shaft at the edges of a flat spot approximately 54mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 02aug2019. It was reported that device did not cross due to calcification. The 80% stenosed target lesion area was located in the middle left anterior descending artery (lad). A 6f guidezilla ii guide extension catheter was selected for used. During the procedure, it was reported that the device did not cross the lesion due to calcification. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, device analysis revealed that the distal shaft is separated at the collar.